Event description:
The customer reported a paddles problem. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a paddles problem. There was no reported pt involvement. The device was evaluated by a philips field service engineer. The symptom was clarified as the device was failing the defib test during shift check/error 90008. There was no problem with the paddles. The problem was isolated to the power pca. The power pca was replaced to resolve the issue. The device then passed all testing and was placed back into service.